Event description:
It was reported that a v.a.c therapy pt, with an apparent exposed artery in the wound, experienced bleeding from the artery. The artery was cauterized and v.a.c. Therapy was restarted. Bleeding reportedly occurred again during dressing change and the artery was cauterized again. The pt was a dnr and they refused a blood transfusion. They were also in respiratory distress. The pt later expired from unk causes.